Event description:
Customer initially reported that their adc blood glucose meter turned on with button but not with strip insertion. The product was returned and investigated and evidence of physical fire damage was observed. This MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer initially reported that their adc meter turned on with button but not with test strips. Upon investigation of the returned meter (B)(4), physical fire damage was observed. It has been determined that the meters battery produces a voltage that is insufficient to cause a fire. Therefore, this issue is not confirmed. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the precision neo meter were reviewed and the dhrs showed the precision neo meter passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.